Event description:
It was reported that a spectrum pump, while infusing blood (infusion parameters unk), experienced multiple air-in-line alarms. These alarms were a nuisance to the customer. It was also reported that this occurred while in use on a pt, but he was not harmed or injured in any way.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The alleged nuisance air-in-line alarms were confirmed, and the pump was not within spec in relation to this symptom. This deficiency was attributed to cracks found in the connector fingers of the upstream sensor assembly. The upstream sensor assembly was replaced.